Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. The patient took medication(s) containing acetaminophen. The dexcom g5 mobile continuous glucose monitoring system user's guide states: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number str-gf-blu/serial number (B)(4)/lot number 5204695), being used with the complaint sensor, was returned on 02/03/2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and found inaccurate bg values. The reported event of inaccuracies was confirmed. A root cause could not be determined.